Event description:
It was reported that during an implant procedure, the lead helix could not be retracted fully so it was difficult to remove the lead. Two "bumps" were also noted in the lead insulation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).